Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a system performance issue. A technical support specialist has validated and confirmed that the problem was resolved by the field service engineer, as reported by the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system was stuck in a rebooting loop. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.